Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 107 mg/dl. Customer stated that none of the buttons were responding. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with unresponsive esc button due to flattened dome traces. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.